Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported compact plus system blood glucose results from the day before call of 1.1 mmol/l, and 8.9 mmol/l, within 10 minutes. Customer discarded the drum used this day, lot not provided. Reported a comparison from the day of call of 0.6, 0.9, lo, which on the system indicates a result less than 0.6 mmol/l, 4.6 mmol/l, and 4.9 mmol/l within 10 minutes. Reported no adverse event. Customer not sure whether this drum was also used in previous day's comparison, has since discarded the drum used that day.